Event description:
Product was implanted after a diacondylar upper arm fracture (bicycle accident). After healing and mobilization through physiotherapy; the patient started feeling pain in the elbow. X-rays showed fracture of the 8-hole reconstruction plate. However; the screws were still fixed. Revision surgery was necessary.